Event description:
Hill-rom received a report from the account stating the bed exit is not working. The bed was located at the account in the pt's room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the bed exit not functioning correctly most likely due to a bad bed exit alarm board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom technical support sent the account the bed exit alarm board and the account replaced to resolve the issue. Based on this information, no further action is required.